Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient was without cgm readings for a ¿long time¿ due to a brief sensor issue. The patient was given sugar by the teacher, but experienced loss of consciousness after this. When the patient regained consciousness, they felt okay. An ambulance was called however, and the patient was transferred to the hospital. No further treatment was deemed necessary, and the patient was discharged after 1 hour. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.